Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter tip appeared to be bent. Additionally, the balloon was r e-inflated a few times, and it appeared that the push button was still in a ¿stretched¿ position. The balloon catheter was replaced with the same lot and the second balloon catheter also appeared to be bent. A third balloon catheter was used of a different lot with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:visual inspection of the catheter showed that the device was intact with no apparent issue. Verification of the smart chip file showed that this catheter was used for 4 injections. The catheter passed the performance test; electrical integrity and impedance were also within specification. A dissection showed a guide wire lumen kink 1.3790 inches from the tip of the catheter. The catheter failed the performance test due to a kink on guide wire lumen. The device and data files were returned and analyzed. Data files showed that 4 applications were performed with the balloon catheter on the date of the event with no system notice and any issue. Also, 1 application was performed with a second balloon catheter on the date of the event with no system notice or any issue. 16 applications were performed with a third balloon catheter on the date of the event and a system notice indicating that the refrigerant level was too low (#50013) was triggered. If information is provided in the future, a supplemental report will be issued.